Event description:
In 2008, the lay user/reporter from germany called lifescan on behalf of the lay user/pt alleging inaccurate low results with the one touch ultra easy meter. More info including pt symptoms was available on a follow-up telephone call placed by the technical service rep (tsr) on the following month. The medical affairs specialists sent further follow-up questions for the tsr to ask the pt. The reporter stated that in 2007 there were several times the meter had shown very low results which she thought should have been higher. For example at 9:26 am on the same month, the reading was 26 mg/dl and at approx 9:30 am, the pt was tested with another meter and got a reading of 295 mg/dl. Examples of other results that day were 20 mg/dl at 7:25am, 20 mg/dl at 8:25 am, 36 mg/dl at 10:39am, and 46mg/dl at 11:34 am. The pt takes liprolog insulin based on a sliding scale depending on her diet and meter readings. She also takes lantus at night. Due to the low results, the pt did not take any insulin and took 67 units of carbohydrates that day. It is specified that 10 grams of carbohydrates are equivalent to 1 unit. She continued to skip her insulin and take what she considers more carbohydrates than usual until three days later, when she consulted with her physician because of the results she was getting. She did not exhibit any symptoms that month. On the same month, the pt used a urine test strip to test her ketones and obtained a triple positive result. Her hba1c level was 12.0% tested by her physician. Six weeks before, her hba1c level was 7.9%. Before dec. 15, the pt took 22 units of lantus insulin at 10 pm but her physician decided to decrease the dose to 12 units. The physician did not give a diagnosis or any advice and the pt has had no symptoms since. The technical service rep determined during the troubleshooting telephone call the pt's testing technique was correct. The test strips were within expiration dating and in good condition. The meter was set to the correct unit of measure and calibration code number. A quality control test was performed with passing results. This complaint is being reported because pt alleges she took less insulin and ate add'l carbohydrates based on inaccurately low readings on the lfs product. Afterward, she claims she had ketonuria.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.